Manufacturer narrative:
Event description: updated to reflect prolong hospital stay as well as medication prescribed due to the odynuria.

Event description:
During procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 400014 joules. Post procedure voiding trial was successful. Two days post the index procedure, the patient had odynuria (irritative voiding symptoms) which resulted in prolong hospital stayed. The patient was prescribed imrecoxib 0.1g tablets, pfizer pharmaceuticals llc, 200mg and pfizer pharmaceuticals llc, 200mg. The patient was discharged from the medical facility 8 days post the index procedure. The odynuria symptom was reported to have resolved without sequelae 19 days from onset symptom. Per the electronic data center (edc), the investigator assessment of the relationship to the index procedure for the patient odynuria symptom was assessed as probably related.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The subject device is not available; therefore, physical as well as technical analysis could not be performed. Based on review of all the information available the patient existing condition is responsible for the adverse event, and the use of the device has neither caused nor otherwise influenced this condition/disease. An evaluation conclusion code of adverse event related to patient condition was assigned to this investigation.

Event description:
During procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 400014 joules. Post procedure voiding trial was successful. Two days post the index procedure, the patient had odynuria (irritative voiding symptoms) which resulted in prolong hospital stayed. The patient was prescribed imrecoxib 0.1g tablets, pfizer pharmaceuticals llc, 200mg and pfizer pharmaceuticals llc, 200mg. The patient was discharged from the medical facility 8 days post the index procedure. The odynuria symptom was reported to have resolved without sequelae 19 days from onset symptom. Per the electronic data center (edc), the investigator assessment of the relationship to the index procedure for the patient odynuria symptom was assessed as probably related.

Event description:
During procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 400014 joules. Post procedure voiding trial was successful. Two days post the index procedure, the patient had odynuria (irritative voiding symptoms). The patient was discharged from the medical facility 8 days post the index procedure, and the odynuria symptom was reported to have resolved without sequelae 19 days from onset symptom. Per the electronic data center (edc), the investigator assessment of the relationship to the index procedure for the patient odynuria symptom was assessed as probably related.

Event description:
During procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 400014 joules. Post procedure voiding trial was successful. Two days post the index procedure, the patient had odynuria (irritative voiding symptoms). The patient was discharged from the medical facility 8 days post the index procedure, and the odynuria symptom was reported to have resolved without sequelae 19 days from onset symptom. Per the electronic data center (edc), the investigator assessment of the relationship to the index procedure for the patient odynuria symptom was assessed as probably related.